Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
Previously reported product problem in the initial MDR 2938836-2018-03394, was erroneously selected. There was no product malfunction reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the system was explanted due to infection. The is no allegation from a health care provider stating that the infection was caused by the system. There were no complications. The patient was stable before and after the procedure.